Event description:
On (B)(6), I suffered severe chest pains and weakness. I was sent via ambulance to the emergency room of (B)(6) hospital of (B)(6). I experienced dangerously high blood sugar, chest pains and respiratory distress, as well as vomiting. After blood work, I was diagnosed with the life threatening complication, diabetic ketoacidosis, which was caused by a lack of insulin to break down my blood sugar. At the time, I was connected to my medtronic paradigm insulin pump, serial number (B)(4) as usual. I was admitted to the intermediate care unit of the hospital and was monitored for 24 hours. After suspending my pump, I was placed on an insulin drip and my blood sugars as well as my blood pressure were checked hourly. As a result of my chest pains and respiratory distress, I underwent a series of tests including two EKG's, an ultrasound of my heart, as well as a thorough ultrasound of both legs. I was required to take beta blockers, anti-vomit medications, anti-anxiety medications, and pain killers. These facts are documented and can be verified by (B)(6) and my endocrinologist, dr. (B)(6). Once stable, I was moved to a regular bed and the insulin drip was stopped. I was placed back on my insulin pump to be monitored for an additional 24 hours before my release. While back on the pump, my blood sugars were checked hourly by the staff. As the day progressed, my blood sugar continued to rise. As a result of pump failure, my body went in distress and I was unstable once again. My blood pressure began to rise and I began to vomit all over again. Blood was drawn multiple times throughout my hospital stay and there were no additional findings. The pump was removed from my abdomen and the staff began injections of lantus and humalog. Required to remain in the hospital, I finally became stable only after a series of insulin injections. Since my release thursday afternoon, I am responding well to the injections. I am, however, required to undergo a nuclear stress test as follow up to this incident. Additional documentation or supporting evidence can be obtained from either my endocrinologist or my attorney. Please contact me if medtronic or the FDA requires this info. Dates of use: (B)(6) 2011 - (B)(6) 2012. Event reappeared after reintroduction: yes. Pt sees endocrinologist every three months.